Manufacturer narrative:
Additional information: d10, g4, h3, h6. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bariatric surgery, the first load could be unloaded from the handle with difficulties, the second load was stuck and when removed the adapter physically broke. The stapler was able to fire. They changed the adapter for another one and continued the surgery. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance received one device and an image of said adapter. A visual inspection of the returned photo noted: the adapter's serial number was visible in the photograph. It read c18ach0210. There was no damage visible in the received photograph, so the reported condition could not be confirmed. There was a piece of a reload broken off in the adapter and the unload switch was unable to be fully depressed. There was a deformation present on the j-hook and there was difficulty depressing the unload switch. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. This deformation to the j-hook is consistent with the damage seen when the user tries to remove the reload when it is not opened all the way to its calibrated position. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bariatric surgery, the first load could be unloaded from the handle with difficulties, the second load was stuck and when removed the adapter physically broke. The stapler was able to fire. There was no patient injury.